Manufacturer narrative:
Continued from report source: biomed. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. The event occurred in nicu presuming patient is neonate.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bd maxzero luer lock failed to sustain connection to the IV tubing." Received a copy of the customer's additional information letter from FDA which states, ¿bd maxzero luer lock failed to sustain connection to the IV tubing." It was reported that the event occurred in nicu. Although requested there was no additional event details provided.